Event description:
It was reported that plaque shift occurred. The target lesion was located in the left anterior descending artery (lad). A 3.5x16mm synergy stent was successful deployed in the lad, however, it was noted that a plaque shift into the diagonal occurred. A second wire was then placed in the diagonal with the stent delivery system still placed in the lad. A 15mm x 2.25mm nc quantum apex balloon catheter was advanced; however, the device met resistance inside the guide with the stent delivery system along with the two wires inside the guide catheter. The physician pulled back the nc quantum apex balloon catheter but the shaft separated at the monorail junction inside the guide catheter. The physician was able to utilize the stent delivery system to pull it back into the guide and removed everything from the patient. The same two wires with two different balloons were used to complete the procedure using a kissing balloon technique. No patient complications were reported and the patient did well.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: synergy ii us mr 3.50 x 16 stent delivery system was returned for analysis. The stent was reportedly deployed and not returned for analysis. The balloon was deflated, with a red blood like substance inside balloon. A visual and tactile examination identified multiple hypotube kinks. A visual and tactile examination identified a mid shaft break 122cm from the distal end of the strain relief. A visual and tactile examination of the shaft polymer extrusion identified stretching/damage with complete separation of inner and outer for a length of 8.5cm. An examination (visual and via scope) found no issues with the tip. No other issues were identified during the product analysis.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that plaque shift occurred. The target lesion was located in the left anterior descending artery (lad). A 3.5x16mm synergy stent was successful deployed in the lad, however, it was noted that a plaque shift into the diagonal occurred. A second wire was then placed in the diagonal with the stent delivery system still placed in the lad. A 15mm x 2.25mm nc quantum apex balloon catheter was advanced; however, the device met resistance inside the guide with the stent delivery system along with the two wires inside the guide catheter. The physician pulled back the nc quantum apex balloon catheter but the shaft separated at the monorail junction inside the guide catheter. The physician was able to utilize the stent delivery system to pull it back into the guide and removed everything from the patient. The same two wires with two different balloons were used to complete the procedure using a kissing balloon technique. No patient complications were reported and the patient did well.